Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number stk-gf-001/serial number (B)(4)/lot number 5208017) being used with the transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The evaluation of the receiver could not confirm the customer compaint.